Event description:
The contact stated the customer's blood glucose readings had been low, and the paramedics were called to his house. When the paramedics arrived, they tested the customer's blood glucose using their meter and received a reading of 168 mg/dl. They also tested the customer's blood using his contour meter, and received a reading of 34 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The contact did not provide any more information about the incident. The meter and test strips are to be returned for evaluation, and replacement products will be sent.

Manufacturer narrative:
The serial number for the contour meter was not provided, so it was not possible to determine a manufacture date.